Event description:
A malfunction on the pump was reported by the caller, but there was no adverse impact on the customer's blood glucose level. The caller was assisted by technical support in resetting the pump, which resolved the malfunction as the code did not recur afterward. The customer was advised to continue using the pump and to contact support again if any issues reappear, which the caller acknowledged and understood.